Event description:
It was reported that the insulin pump had prime/fill anomaly, screen froze and alarmed motor error two weeks ago. Customer also mentioned she had lower blood glucose than normal and she feels the insulin pump was not working. Customer's blood glucose was unknown. Troubleshooting was done. Customer also mentioned that she was unable to remove the battery cap. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No motor error alarms or frozen screen noted. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to conduct the prime, excessive no delivery or occlusion tests due to the alarm. The pump also had a stripped battery cap coin slot, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.